Event description:
It was reported that prior to implant the lead was inspected and the presence of silicon on the coil was seen and the distal end was tortuous. A different lead was selected. There was no patient involvement.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the rv exposed coil was backfilled with adhesive and it is a part of manufacture process the adhesive presence on the rv exposed coil is normal. The lead distal end looks fine. The introducer insertion test also performed ,with the stylet in lead, the lead passed through the 10.5 fr introducer without obstruction. All standard test results were passed. No anomalies were found.

Event description:
No patient complications have been reported as a result of this event.